Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the last four times when patient's ins charge level goes below 70%, patient notice more pain, less efficacy, this started in the past 2 weeks. Caller reports patient is programmed with dtm, patient does not feel stimulation. Caller reports patient does not see any messages on the controller, patient just feels less pain relief. Caller reports during the last visit, the patient's impedance were within normal limits. Charging has been fine.  Patient services (pss) suggested patient to be seen in office with ins charge less than 70%.